Event description:
The customer reported failing platelet (plt) backgrounds and a leak from the probe of the coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer was wearing lab coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from the probe caused by back pressure was due to slow flowing diluent filters. The fse replaced the filters to resolve the reported event. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).